Manufacturer narrative:
It was noted that orientation of the stent graft in the patient was performed using the gate marker/blue dot on the front handle to get a ballpark position of our contralateral gate and using fluoroscopy to verify the gate position. After manipulation of the stent graft under fluoroscopy to get the correct orientation, the mark on the front handle was 180 degrees off - this is how the discrepancy was noted as being identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcated stent graft was loaded in the delivery system 180 degrees off the usual loading position. It was reported the stent graft was positioned in the correct rotational position using fluoroscopy and the device was deployed. The event was reported to be resolved. As per the physician, the cause of the event was due to manufacturing error. No additional clinical sequelae were reported and the patient is fine.